Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and the pink slide visible. The pod ran for (B)(4) pulses without any timeouts, drive stalls, or pulse width increases and the pod was deactivated by the user. Upon investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure, or a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose. Chapter 4 / page 36:  warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) read high (> 500 mg/dl) while wearing the pod between 1 and 4 hours. Patient was experiencing high bg levels despite delivering a bolus. After realizing elevated bg levels, patient found the pink slide had not move forward as intended; this indicates a needle mechanism failure. As treatment, a new pod was applied and a correction was delivered.